Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the product being received for evaluation.

Event description:
The distributor reported a pectus hand bender broke during a procedure. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The bender was visually and functionally evaluated. There is minor discoloration on the instrument and wear that is adequate for several years of use in the field. The left roller pin (01-3905-05), that helps to deform the pectus bar, has been broken in half and both pieces were returned. The roller (pn 01-3905-04) was not returned with the bender. There is minor discoloration around the fracture site. The discoloration may indicate corrosion is present which will weaken the instrument and is likely from improper cleaning and autoclave methods. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force combined with weakening of the instrument from corrosion.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.